Manufacturer narrative:
On (B)(4) 2013 an ocd field service engineer (fe) arrived at the customer site and saw the issue when running a test plate. The fe saw one of the tips was picked up at an angle it a broken collet. The fe replaced the broken collet and performed a tip pick up test successfully. The fe then did a pm while he was onsite. The fe replaced a worn plunger clamp and lld springs. The fe then did all the required adjustments and tests without error. The fe saw the customer run a plate without error. The customer ran and accepted qc. Repairs have returned this instrument to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).